Event description:
Additional info received from the MFR on 05/18/1999: the co has re-evaluated this product and design improvements are underway to enhance its performance in order to meet the customer's expectations.